Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which it was noted that the balloon presented a loss of fluid, and it was crystallized. All components were removed and replaced, and no additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. D6a: implant date. H6: device codes. The exact implant date was not available, therefore the date (B)(6) 2013 was used as estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which it was noted that the balloon presented a hole and a loss of fluid, and it was crystallized. All components were removed and replaced, and no additional patient complications were reported.